Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient reported difficulty connecting to implant using communicator. Patient said saw mdt rep, at the hcp's office yesterday however issue wasn't resolved. With instruction patient connected to implant and received por message, once cleared, turned therapy on. When asked, patient last recharged on sunday and did say that it was probably a little later than typically recharges implant. Reviewed meaning of message and suggested patient maintain a regular recharge schedule. Troubleshooting steps resolved the issue.